Manufacturer narrative:
Philips received a complaint regarding the philips heartstart xl+ defibrillator, indicating that it failed to pass the alternating current (ac) self-test and reported a treatment and monitoring failure. There was reportedly no patient involvement. Based on the provided information, it appears that the reported issue was related to a failure in passing the ac self-test, despite the device being able to pass without it. To resolve the issue, philips remote support engineer guided the customer to perform an operational inspection and disable treatment, which successfully resolved the problem and allowed the device to return to normal function. The device remains at the customer's site. No further action is required at this time. H3 other text : remote support provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator experienced a quality inspection report error. There was no reported patient involvement.